Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a restricted flow error.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) unit had a restricted flow error. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. But the fse did see a gas loss in iabp circuit error and a restriction in iabp circuit error. This would explain why the unit could not perform the fiber optic sensing and auto calibration as well as the manual calibration. Fse then performed a complete system checkout and found no problems with the unit. Unit passed all safety and functional testing and the calibration verification. Unit is cleared for clinical use. In the future the end user needs to follow the user manual troubleshooting guidelines for this error. This indicates a leak in the patient circuit or a restriction in the patient circuit. This can be caused by patient raising knee toward chest or the circuit being twisted or kinked inside the patient.